Manufacturer narrative:
The device was returned to olympus for evaluation. The device was tested using olympus test equipment, probe check was performed and device passed the probe check. The visual inspection on the received device was performed and no tissue build up found. There were two error¿s displayed with the handle fully closed, u508 (seal short circuit) and u511 (seal and seal & cut circuit error). The distal end of the probe was inspected under a microscope and found scrape and charred marks on it. The teflon pad had melted at the distal end, exposing metal. In addition, as part of investigation there were multiple attempts made to gather more detailed information regarding the incident with no response received. This type of teflon pad damage is most likely due to no tissue or insufficient tissue between the probe and jaw when the device is activated. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad and probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus (B)(4) received an email from (B)(6) (reference (B)(4)) that indicates during an unknown procedure there was a "seal & cut short circuit" error (u508) displayed on the generator. The jaw of the device was cleaned; however the error continued. There was no patient injury reported.